Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) is at end of service (eos) and the physician clinically decided to leave the device is use. The device had a charge timeout/charge circuit inactive alert. The device remains in use. No patient complications have been reported as a result of this event.